Event description:
It was reported to covidien on 05/13/2009, that a customer had an issue with a hemodialysis catheter. A palindrome chronic dialysis catheter was inserted on (B) (6) 2008, into a patient having many problems with clotting. The catheter functioned very well with anticoagulants until (B) (6) 2009, at which time it was removed because of the air in the arterial line. As the catheter was removed, it was visible that there were 3 "turned" holes on the catheter on the part that remains above the skin.

Manufacturer narrative:
(B) (4). An investigation is currently underway. Upon completion, the results will be forwarded.